Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine visit to the hospital as the patient was monitored for an unrelated condition, a single oversensed beat was recorded in the ventricular channel. The patient made it difficult to assess the device. The patient is asymptomatic. It was recommended to perform isometrics and pocket manipulation to verify normal sensing and if noise could not be reproduced. The last clinic check-up did not detect any further issues. The patient will continue to be monitored.